Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is july 29, 2015.

Event description:
Boston scientific received information that one day after the implant of an subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient presented with a pneumothorax. It is unknown if it was caused by the s-ICD implant procedure or was related to another surgery the patient had previously. A chest tube was placed and therapy was turned off on the s-ICD system until after the patient had recovered and the chest tube removed. The physician did not have any allegations against the s-ICD system. No additional adverse patient effects were reported. The electrode remains implanted.